Manufacturer narrative:
(B) (4). Physio-control recommended resetting the date and time and performing a defib calibration. The customer later confirmed that he recalibrated the device, which resolved the reported issue, and the unit was placed back into service for use. The device will not be returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.

Event description:
It was reported that when the customer went to perform the 200 joules self test the device gave an energy fault message and it would not deliver therapy. It was also indicated that the unit was displaying a service indicator. There was no pt use associated with the reported failure.